Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor memorygel, 325 cc silicone prosthesis experienced left sided rupture and capsular contracture baker gade iii post procedure. The patient was assessed and had a breast ultrasound which has confirmed a left breast implant rupture (intracapsular) + severe (stage 3) capsular contracture as well. The patient will be proceeding with surgery for bilateral breast implant removal with replacement (mentor silicone) implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. .

Manufacturer narrative:
On october 15 2020, mentor became aware that this device was manufactured by mentor medical systems b.v. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. These devices are not marketed for sale in the u.s. And are therefore not reportable. As such, no further reports will be sent regarding this device. Manufacturer contact phone number: (B)(4). Manufacturer site phone: (B)(4). Manufacturer site fax: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 5, 2021 mentor became aware that this this complaint has been identified as a duplicate of (B)(4) was not reported to the FDA, therefore no manufacturing report available). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. The new information indicated that patient has explanted the device on (B)(6) 2021, and the rupture was bilateral. Manufacturer¿s reference number: (B)(4).